Event description:
New information received stated that prior to the lead replacement procedure, the lead also exhibited non-sustained ventricular oversensing alert due to lead noise and externalized conductors were identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change and lead revision procedure. The physician noted that the right ventricular lead had exhibited intermittent lead noise during previous in clinic examination and remote follow ups. On (B)(6) 2021, the lead was explanted and replaced successfully. The patient did not experience any adverse consequences due to the lead noise anomaly and was discharged from the hospital post procedure.